Event description:
The customer observed positively biased hdlc quality control (qc) results on the vitros 250 analyzer. Biased results of this type may lead to inappropriate physician action. There was no report of pt harm as a result of this event.